Event description:
The customer contacted stryker to report that their device had intermittently lost power. In this state the device would be inoperable and defibrillation therapy would not be available, if needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Corrected data: section d9, product available to stryker of the initial medwatch report indicates: outside united states service facility; section d9, product available to stryker of the initial medwatch report should indicate: no. Section d9, returned to manufacturer on of the initial medwatch report indicates: 03/01/2024. Additional manufacturer narrative: the device was not returned to stryker for evaluation by the date of the reported event in 2023. Therefore, the reported issue could not be verified and duplicated. There are no electronic records of the device available from the date of the event. It was therefore not possible to determine the root cause of the reported problem. However, stryker has evaluated the customer's device for a similar event, since the same issue, according to the customer, has occurred several times.

Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device had intermittently lost power. In this state the device would be inoperable and defibrillation therapy would not be available, if needed. There was no report of patient use associated with the reported event.